Event description:
Info was received that reported a pt had been hospitalized in 2006 due to diabetic ketoacidosis. The reporter states that during the early morning of that day, he measured his high blood glucose and it was 420. She states, he did correction boluses, but they did not bring his blood glucose readings down. It was reported that the pt did a site and tubing change on the evening before. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.